Event description:
Physician reported "right side capsular contracture, baker grade iii, with a seroma less than 50 cc and suggest infectious and inflammatory processes". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results for mar-2017. And bioburden monitoring results for mar-2017. Review of work order (B)(4) and the event code "infection" did not identify any ncs or CAPA associated with this information. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30026032 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of may-19 through apr-21, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. Device evaluation: visual analysis of the returned device identified; brown particles in shell, observed that the device is intact, weight within specification. Based on the device analysis the final assessment is: no device failure observed assessed as intact and functional. The events of "capsular contracture, seroma, and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, and infection